Manufacturer narrative:
Claim# b)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -10.0/1.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens exchanged with a shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).